Event description:
It was reported that stent dislodgement occurred. A 4.00 x 16mm synergy xd drug-eluting stent was opened and removed from the hoop. However, it was noted that the stent was completely off the balloon. The procedure was completed with another stent and there were no patient complications nor injuries reported.